Event description:
My dr recommended essure for birth control. He said it was safe with no complications. On (B)(6) 2009 I had the procedure. On 7(B)(6) 2009 I started to bleed and continued to bleed for over two months. Called dr and he said everything is fine. Since having the essure procedure I have developed numerous and new health problems including heavy bleeding, severe pelvic pain, chronic fatigue, skin disorders, severe bloating, hypertension and a heart murmur. Dates of use: 6 years.